Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected leaflet injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was advanced to the patient¿s mitral valve and 3 mitraclips were implanted. A few minutes after deployment of the third mitraclip, a jet appeared behind the clip corresponding to the posterior leaflet. The physician suspected a leaflet injury. The clip remained stable on both leaflets and no other treatment was warranted. The procedure was complete with a final mr of 2-3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of reported unspecified tissue injury was due to patient anatomy. The reported unspecified tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.